Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self test, rewind, seating, basic occlusion and force sensor. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform occlusion test and displacement test due to physical damage. Unit failed leak test. Unit leaked at the reservoir tube lip. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was intermittently blank or pixelated after water exposure. Blood glucose level at the time of the incident was not provided. The customer also reported that a piece of the reservoir compartment was broken. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.